Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, they pulled a bander to band the varices and had problems deploying the bands. The device was removed and a second speedband superview super 7 was used; however, the same problem happened, the bands were still difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing had five bands attached, and the ligator housing teeth were damaged. The handle had evidence that the trip wire was being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had five bands attached. It possible that the problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands get stuck and not being able to be deployed as it was reported also making them get damaged during the procedure. It was also found that the ligator housing teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, they pulled a bander to band the varices and had problems deploying the bands. The bands would not deploy but almost rolled off. The physician tried two bands before he removed the scope and the device. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, they pulled a bander to band the varices and had problems deploying the bands. The bands would not deploy but almost rolled off. The physician tried two bands before he removed the scope and the device. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e1 (initial reporter title, initial reporter first name, initial reporter last name), block e3, and block h6 (device codes) have been updated based on the additional information received on february 16, 2024.